Event description:
According to the reporter, during the tacking of the mesh on a laparoscopic incisional hernia repair, the first reload loaded well and fired 10 tacks. The second reload loaded as well but when the first tack fired, it sounded wrong and the tack came out slowly and did not penetrate. It was removed from the patient. When attempted to remove the reload from the tacker, the buttons jammed. Another tacker was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted cracks on the inner tube. Functional testing found the articulation knob functioned properly and the handle could be actuated and cycled properly with no single use loading unit (sulu) attached. It was reported that the tack did not penetrate the tissue as expected, the device gave uncharacteristic audible feedback of normal use, and the unload button did not move as expected. The reported issues were confirmed. This issue can occur due to excessive manipulation or to improper loading of the sulu. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the device is in fire mode and the lock switch button is in the forward position upon inserting and removing the device from the trocar. Retraction of the lock switch button in reload mode will cause the reload to be released and potentially fall into the body cavity. At the end of the procedure ensure that all reloads that are in the sterile field have been accounted for. Appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the tacking of the mesh on a laparoscopic incisional hernia repair, the first reload loaded well and fired ten tacks. The second reload was loaded as well but when the first tack fired, it sounded wrong and the tack came out slowly and did not penetrate. It was removed from the patient. When attempted to remove the reload from the tacker, the buttons jammed. Another tacker was opened to complete the case. There was no patient injury.